Manufacturer narrative:
(B)(4). (B)(4)..

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient reported that he experienced an insulin overdose and confusion. He woke up lying on the floor with all his blankets and had thrown the tv controller against the wall. He stated that the cgm had not alerted when his bg decreased. He was able to successfully self-treat by drinking soda. He recovered and was doing well at the time of the report. He provided a cgm value of 300 mg/dl and a bg value of 200 mg/dl, but multiple attempts to reach the patient for further details were unsuccessful and it could not be clarified when these values were taken; based on the elevated bg it is presumed that they were taken after the patient had awoken and self-treated. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.